Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The remote technician confirmed that when the customer checked the device logs, they were unable to find an errors related to a unit shut down. The customer did report a backup alarm failure in the logs. The power management board replacement suggestion was to address the backup alarm failure. Multiple unsuccessful attempts were made to obtain the repair details; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
It was reported that the unit shut down without giving an alarm. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the unit stops delivering breaths and fails to alarm when it shuts down. The customer previously replaced the cpu and display and the unit has software version 2.10. The customer also reported a backup alarm failure in the device logs. The remote technician advised the customer to replace the power management board.